Event description:
It was reported that surgeon dr. (B)(6) has been using matrix regularly since the beginning of the market preference evaluation. Recently he had experienced two hardware failures post operatively in two different patients. In one case the head off and in the other case the rod slipped. Part number for the rod is unknown and there is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.upon further review, it was noted that this complaint #(B)(4), MFR report #2520274-2013-01294 is a duplicate filing for complaint #(B)(4), MFR report #2520274-2012-00643. Synthes USA is retracting MFR report #2520274-2013-01294. MFR report #2520274-2012-00643 will remain on file.